Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced numbness of her right-side, left leg and back following her permanent implant procedure and could not feel stimulation in the area. Neuromonitoring during the procedure identified a change in transmission. F/u identified the physician explanted the scs system due to the numbness not improving. It was also reported following the explant, an MRI revealed an epidural hematoma. The hematoma was removed on (B)(6) 2014, the numbness has resolved. However, the pt is now experiencing motor deficits in both legs and feet.